Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. It was found that the o ring was damaged on the test plug, during transmitter troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is 1 of 3 medwatch reports regarding this event. Please see medwatch 3004209178-2015-85410 and 2032227-2015-02619.